Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported broken sensor wire. The sensor was inserted into the abdomen on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was intact in the sensor pod, but the sensor wire was not in its intended place in the sensor pod, inhibiting functionality of the sensor. The customer's complaint of a missing/detached sensor wire was not confirmed. A probable cause could not be determined.